Manufacturer narrative:
Result: broken fowler motor. Upon investigation conclusion, and if add'l info is received from the customer, we will submit a supplemental report. (B)(4).

Event description:
It was reported by service report that the fowler motor was broken. It is unk if there was pt involvement or adverse consequences to report.